Manufacturer narrative:
(B)(6) 7815 national service road suite 600 greensboro, nc 27409 336-542-4679. A br review indicates no discrepancies. Pm logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel foam n/adh 20x20cm was manufactured under sap code (B)(4) and manufacturing lot number 0h00207. Lot # 0h00207 was sterilised under lot 2564993 and released on review of results of sterilisation provided by sterilisation company sterigenics. All results were within spec and product was released. The production process, in-process testing and packaging of product was run in accordance with pi12-155 ver.12.0 for machine optima. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0h00207. There are 2 complaints for the affected lot however they are for different complaint issues and different malfunction codes. A photograph has been received and has been evaluated in accordance with wi-0359. The photograph confirms the complaint issue, the batch number and the expected product. Event (B)(4) has been opened for this complaint issue with investigation (B)(4). There is no product available to be contained therefore no stop ship was required. A hhe is currently being completed for batch 0h00207. Investigation (B)(4) has been completed and approved. The root cause was found to be issue with the web unwind tensions causing web slippage and desynchronization of the infeed belt and web. The optima machine has been found to be subject to issues with the web unwind tensions which have required frequent recalibration by the maintenance team. The investigation is now closed. To remediate the issue the following solutions are being put in place: review calibration method. Recalibrate unwind. Refit sensor in better location and improve bracket. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Third party manufacturing site: 2320643.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the package had an open seal. The product was not used on patient. Photographs depicting the issue were received from the complainant.